Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code e0131 speech disorder

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient was experiencing shakiness, disorientation, and was stuttering. The patient¿s cgm was reading low mg/dl. No bg meter value was provided at this time. The patient called an ambulance. Once the paramedics arrived, they treated the patient with ¿glucose syrup¿. The paramedics did test the patient¿s bg meter value and it was 197 mg/dl while the cgm was still reading low mg/dl. However, it appears this may have occurred after the patient was treated with ¿glucose syrup¿. The patient recovered and was in good condition at the time of report, other than being ¿a little tired¿. The patient was not transported to the hospital. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.